Event description:
It was reported that the patient was scheduled for a wound revision at the neck incision. The patient underwent surgery at which time the surgeon treated the generator and lead sites for infection. The patient was held overnight for evaluation. Attempts to obtain additional relevant information have been unsuccessful to date.